Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal (om). The physician attempted to direct stent with a 2.75x12mm taxus liberte stent but was unable to cross the lesion. After the physician retrieved the device from the pt, it was noted that the stent was damaged. One of the proximal stent strut was lifted. The physician predilated the lesion with a 2.75x12mm non-bsc balloon and successfully deployed a 2.75x16mm taxus liberte stent in the lesion. No pt injuries or complications were reported during the procedure. The pt condition was listed as "ok."